Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance measurements. A new lead was implanted. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.